Event description:
It was reported the patient presented for initial procedure. During implant, it was noted the atrial lead had a slight indent on the lead body. The physician elected to complete the procedure with the lead. The patient was in stable condition.